Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, patient and medication information was not crossing to the server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that patient and medication information was not being transmitted to the server. The field service engineer (fse) arrived on site to check and configure the station; an error indicating "disconnected mode" was present, remote support service (rss) login failed due to an expired password, and multiple connection attempts were unsuccessful. Unable to reach support contacts, and with surgery scheduled later that day, the station was rebooted and verified as available for use, with stakeholders notified and a return visit planned. On the following visit, an image drive installation failed due to network issues, the original drive was reinstalled, and access was restored; a port security block was identified and cleared by information technology, and a faulty data keystone was noted for replacement. The station was then successfully logged into, fully configured, resynced, and rebooted to operational status. On a subsequent visit, keyboard cover, fluid strip were replaced and reconfigured, settings were verified in hardware test application, functionality was tested, and the customer completed a pre-inventory check with the station fully recovered. The system functioned as intended after field service engineer repaired the device.